Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, suffering, disability, and impairment. Product was used for therapeutic treatment. Mesh restorelle m 10x15cm and align urethral support system were reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(4).

Event description:
Per additional information received, the patient has experienced abdominal pain, pain, foreign body in patient, cysts, scarring/scar tissue, foreign body reaction, peritoneal lesion, acellular debri, pelvic pain, unspecified mesh complication, adhesions, fibrosis, endometriosis, blood loss, additional surgical and non-surgical interventions.

Manufacturer narrative:
(B)(4).